Manufacturer narrative:
Citation: mehdi eskandari. Comparison of general anaesthesia and non-general anaesthesia approach in transfemoral transcatheter aortic valve implantation. Heart. 2018 march 29; 0:1¿8; pii: heartjnl-2017-312559. Doi: 10.1136/heartjnl-2017-312559 earliest date of publish used for event date in b3. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding the comparison of general anesthesia and non-general anesthesia approach in transfemoral transcatheter aortic valve implantation. All data were collected from multiple centers between 2013 and 2014. The study population included 2243 patients (predominantly male; mean age 81 years), 878 of which were implanted with medtronic corevalve (serial numbers not provided).    Among all patients adverse events included: aortic regurgitation, second valve implant, conversion to sternotomy, tamponade, cerebral vascular accident (cva), and major bleeding. Multiple manufacturers were noted in the literature; based on the available information a direct correlation could not be made between the observed adverse events and medtronic product.   No additional adverse patient effects were reported.